Event description:
It was reported that the stent delivery system was stuck on the guidewire. A 10.0-31 mm carotid wallstent was selected for use. After the stent was successfully deployed, the system was retrieved; however, the guidewire of the non-boston scientific protection device appeared to be stuck. The protection device also appeared to be dragged along during retrieval. The outer sheath was re-sheathed, and removal was attempted again. The device was ultimately removed, and the procedure was completed without patient injury.

Event description:
It was reported that the stent delivery system was stuck on the guidewire. A 10.0-31 mm carotid wallstent was selected for use. After the stent was successfully deployed, the system was retrieved; however, the guidewire of the non-boston scientific protection device appeared to be stuck. The protection device also appeared to be dragged along during retrieval. The outer sheath was re-sheathed, and removal was attempted again. The device was ultimately removed, and the procedure was completed without patient injury.